Event description:
It was reported that the patient passed out and was hospitalized with hypoglycemia and influenza a on (hb)(6) 2025. The patient's blood glucose levels declined to around 50 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include the patient being dehydrated and their eyes rolling back. The patient was treated with a bag of unspecified intravenous fluids and bolus corrections. The patient has not been discharged yet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, the patient passing out and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone13.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.